Manufacturer narrative:
It was reported that the head section of the citadel plus bed frame was not raising because the head actuator pin detached in connection point with bed frame. A patient was on the bed when the issue was noticed. No injuries were reported. It is unknown when and under which circumstances the pin detachment occurred. An inspection performed by an arjo service technician confirmed the reported issue: the backrest actuator pin had come off. The device was repaired, and the missing lock pin and lock washer (starlock) were installed in their appropriate positions. The device was then tested in accordance with the product's servicing documentation. It was established that the cause of the backrest actuator detachment was a pin ¿ which connects the actuator to the bed frame ¿ that had fallen out. As a result, the bed frame backrest did not raise. The exact cause of the pin detachment remains unknown. At the time of the damage, it is not known what position the bed was in, whether the backrest was being raised or lowered, or whether a patient was lying on the bed. The arjo service technician suggested that several potential scenarios could have led to the issue: vibration during transportation inside the truck en route to the hospital, pin detachment during loading or unloading of the asset from the truck, normal wear and tear affecting the locking mechanism that secures the pin in place. The issue has been consulted with the manufacturer. Based on the information provided, if the pin is properly secured using a starlock, there is no physical possibility for it to fall out due to vibrations, transport, etc. It is essential to ensure that the starlock is installed in the correct orientation. Incorrect installation may result in the actuator pin becoming dislodged. The device history review showed that a starlock had been replaced in the past (in february 2024). However, since the citadel plus is equipped with several starlocks, it remains unclear whether the replaced component was the one responsible for securing the backrest actuator pin. The backrest actuator itself has not been replaced. It was not possible to confirm whether the pin was secured by the starlock at the time of the actuator datachment. The citadel plus bed was inspected prior to rental on 06 march 2025 and successfully passed all quality checks. The absence of the pin in the backrest actuator resulted in the backrest being unable to raise ¿ a defect that is easily detectable. It is worth noting that the citadel plus bed was rented between 07 march 2025 and 23 may 2025 (a period of over two months). Since the malfunction was not reported immediately upon delivery, it is more likely that the pin became dislodged while the bed was in use at the customer¿s facility. The citadel plus instructions for use (IFU; 831.374-en rev.13) include the following guidance regarding preventive maintenance procedures for checking backrest functionality, which should be performed weekly by a caregiver: ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.).¿ if a malfunction is identified, arjo or an approved service agent should be contacted. In summary, based on the information collected, it was not possible to determine how the backrest actuator pin became dislodged from its mounting position. Arjo device failed to meet its performance specification since the pin of the backrest actuator detached. The device was in use by the patient when the issue was noticed. The complaint was assessed as reportable due to partial detachment of the backrest actuator.

Event description:
Arjo was notified of an event involving a citadel plus bed frame. It was reported that the head section of the bed was not raising because the head actuator pin detached in connection point with bed frame. A patient was on the bed when the issue was noticed. No injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.